Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], neuropathy [neuropathy peripheral], excess zinc [blood zinc increased], copper depletion [blood copper decreased], hypocupremia [copper deficiency]. Case description: an attorney reported that their adult male client, now (B)(6), used fixodent denture adhesive, form/version unknown, unspecified total daily use on dentures he received approximately (B)(6), and reported the following: profound and permanent neurological injuries, neuropathy, excess zinc, copper depletion, hypocupremia, severe and permanent physical injuries that have left him unable to perform his normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The customer discontinued use of fixodent after he was diagnosed with neuropathy. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.